Event description:
The customer reported that the night shift reported the ortho provue probe dripped and the dilution cup overflowed. The day shift came in and rebooted the system and performed a final wash. The probe was observed to drip and the dilution cup overflowed. No error messages were posted. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
Cts assisted the customer with resolution via the telephone. The customer properly connected the waste tubing and made sure all connections were secure to return the instrument to expected operation. No more dripping was observed and qc was run and found to be acceptable. This customer has logged two similar complaints against this analyzer since this incident. (B)(4).